Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens.(B)(4): evaluation:results - visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was removed during the same surgery due to a capsule weakness/subcapsular tear, which possibly had occurred prior to lens insertion. The surgeon was aware of the capsule tear as he chose to insert a three piece lens, he was aware there was a problem with the capsule but after the lens was inserted, decided the lens was not suitable for the patient's eye, so the incision was enlarged to remove and an anterior chamber lens was implanted. Sutures were required to close the incision. An anterior vitrectomy was performed. The reporter stated the facility uses a competitor's phacoemulsification system. The reporter stated the event was due to a patient problem/issue and was not lens related.